Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed, and no anomalies were found.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed, and no anomalies were found.

Event description:
It was reported at implant the lead was attempted and not used as the stylet could not pass through the lead. Another lead was implanted. It was further reported that the helix would not deploy correctly. No patient complications were reported as a result of this event.

Event description:
It was reported at implant the lead was attempted and not used as the stylet could not pass through the lead. Another lead was implanted. No patient complications were reported as a result of this event.